Manufacturer narrative:
Product event summary: the lead was returned, analysis was performed and no anomalies were found. It was also noted that the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevating thresholds, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.